Event description:
The nurse injector reported that three weeks after treatment with cosmoplast, the pt presented with moderate redness, tenderness and swelling at the treatment site. No treatment has been prescribed for the symptoms. Follow up findings: the pt was prescribed oral prednisone, claritn and another physician prescribed topical cortaid.

Manufacturer narrative:
Device eval summary below: qa has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was perormed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.